Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6, h11 the reported event was not reproduced during service inspection however three other device failures were discovered during inspection, which included eletrical componenent problems and the most probable cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
While the patient was sedated for a therapeutic gastrectomy for polyps the output power of the generator abnormally increased, followed by a strong burnt smell from the high-frequency electric knife device. The power originally set for polyp removal was 25 watts, but during the operation, the power suddenly soared to about 60 watts. Which caused severe burns to the gastric mucosal tissue around the polyp, with an area of about 3 cm × 2.5 cm. The gastric mucosa appeared black and carbonized, and there was also bleeding. Due to the unexpected burns and bleeding, the doctor had to spend a lot of time dealing with the burnt tissue and stopping the bleeding, and the operation time was extended by about 40 minutes compared to the original plan. It was further reported, due to continuous bleeding from the stomach, the patient experienced symptoms of anemia such as dizziness and fatigue. In order to control the bleeding, the doctor had to use hemostatic clips, which increased the patient's sense of foreign body and discomfort in the local gastrointestinal tract. The patient's pain increased during defecation after the operation, and he became psychologically afraid of defecation, which affected his normal life.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.